Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(6), product ID: 9735416r, h3 - a manufacturer representative went to the site to service the system. System responded as expected, rebooted several times and could not reproduce error. Downloaded the patient exams without issue. Evaluation of the software logs determined there was insufficient information to determine if a software issue occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after downloading the system scans from electronic picture archiving and communication systems (pacs), the navigation system becomes unresponsive. The site tried to reboot the system, but when booting the system up, the software failed to boot into the application, stalling at the "parsing the kernel" screen. The same can was able to be loaded on the navigation system with no issue. There was no patient involvement.